Event description:
It was reported via journal article that during a microcoil treatment procedure, an interlock coil migrated to the proper hepatic artery. The microcoil was withdrawn by an inflated microballoon catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Citation; world j gastroenterol 2012 april 28; 18(16): 1940-1945 issn 1007-9327 (print) issn 2219-2840. Preoperative microcoil embolization of the common hepatic artery for pancreatic body cancer. Takasaka I et al . Balloon inflated tae of cha. See attached file: literature_takasaka et al. Bsc ID: a00392340 / tw#2769804 - attachment: [takasaka_et_al_preoperative.pdf]